Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of this transcatheter bioprosthetic valve within a pre-existing non-medtronic surgical aortic valve, the mean aortic gradient was 60 mm hg. The valve was implanted at a depth of 7 mm on the non-coronary cusp and left coronary cusp. The intraoperative valve gradient was above 20 mm hg. A post-implant balloon aortic valvuloplasty was performed using a 20 mm non-medtronic balloon. Following the post-dilation, the gradient decreased to 8 mm hg. The following day the gradient had increased again to 50 mm hg. Aortic stenosis was also observed. Anticoagulant medication was administered. One day later the valve gradient had decreased to 40 mm hg. Per the physician, the depth of implant contributed to the gradient issue.

Event description:
It was reported that prior to the implant of this transcatheter bioprosthetic valve within a pre-existing non-medtronic surgical aortic valve, the mean aortic gradient was 60 mm hg. The valve was implanted at a depth of 7 mm on the non-coronary cusp and left coronary cusp. The intraoperative valve gradient was above 20 mm hg. A post-implant balloon aortic valvuloplasty was performed using a 20 mm non-medtronic balloon. Following the post-dilation, the gradient decreased to 8 mm hg. The following day the gradient had increased again to 50 mm hg. Aortic stenosis was also observed. Anticoagulant medication was administered. One day later the valve gradient had decreased to 40 mm hg. Per the physician, the depth of implant contributed to the gradient issue. Additional information was received indicating that it is unknown whether thrombus is present on the transcatheter valve. There is no evidence of leaflet thickening or thrombus on the surgical valve, however. In addition to the oral anticoagulant treatment, the plan was to re-assess the patient after 30 days.

Manufacturer narrative:
Updated data: b5. Added second paragraph. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.